Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the cartridge compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: during investigation, no damage was found to the cartridge compartment. No moisture or corrosion was found in the cartridge compartment. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.